Manufacturer narrative:
Concomitant medical products: dtma1d1 bi-ventricular defibrillator was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing during during atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.